Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate and abdominal pain. The cause and treatment of the events were not reported. It was not reported if the patient was hospitalized for these event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.